Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: separated guide wire remains in patient requiring additional post-dilation. Device issue: guide wire separation. It was reported that procedure was to treat a lesion in the rca. After pre-dilating and stenting the lesion (xience stent), the stent delivery system (sds) was withdrawn, at which time the guide wire was inadvertently pulled back while attempting to re-position the guide wire back through the implanted stent (for final procedure shots), the tip of the guide wire looped around and became stuck between a stent strut and the arterial wall. After several unsuccessful attempts to get the guide wire loose from the stent, by advancing and torquing, there was no choice but to pull on the guide wire, at which time the distal tip detached. The detached tip remained pinned between the stent and the arterial wall. The patient returned to the cath lab the next day, where angiography conformed that the tip was still in the same location. Post-dilation of the stent was also performed at this time to ensure that the guide wire tip would remain embedded. There were no patent effects. No additional event or patient information is available.

Manufacturer narrative:
Analysis was performed and revealed that the core wire of the guide wire was fractured 8 mm from the tip. The coil was expanded to 15 cm from the middle brazing prepared at 25 mm from the tip. Observation of breakage site by scanning electron microscopy (sem) revealed that the core wire was exposed to complex force of bending and stretching, so that it finally separated by ductile fracture. Visual and finger-touch inspection of the returned guide wire of the proximal section revealed no notable irregularity such as bend or bump. Engineering reviewed the incident information and the analysis. In the warning section of the instructions for use, it is stated that, "if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Determine the cause of resistance and take appropriated remedial action. If the guide wire is moved excessively, it may break or become damaged which may result in fragments being left side the vessel is described as possible complications and adverse events. The lot history record was reviewed and revealed no anomaly that may be considered to be related with reported event. This MDR is considered closed by the product performance group.